Event description:
Implant midshaft breakage, without fracture of the femur, in a pt with no trauma history.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.